Event description:
Blood glucose checks with one touch ultra test strips gave the following results: 518; repeat - 524; repeat - 492. With these results the child was sent to the children's hospital for admission by an endocrinologist. Upon arrival at the children's hospital the child's blood glucose was immediately tested and found to be normal. Code 2, control range 99-133 mg/dl.